Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) is "sticking out more than before. It is a little bit higher. It is still sensitive." The patient did not contact their physician. The device remains in use. No further patient complications have been reported as a result of this event.